Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after pressing reset button the system booted up and was functioning normally. A computer was replaced as a preventive measure. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the monitor of the mobile view station (mvs) displayed blank. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the suspect part was returned to the manufacturer for analysis and no fault was found. The computer passed functional testing; performance testing; and visual/physical examination. The reported issue could not be reproduced. The system performed as intended.